Event description:
It was reported that when using the pyxis medstation es system drawer not showing on the communication bus. The customer stated that there was a delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the cubies not showing on the communication bus. A field service engineer reseated row board connection on drawer controller board to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device. The contact information was kept blank due to the reported issue that was found by the field service technician while on site.